Event description:
It was reported while using bd plastipak¿ syringes the tip was bent and damaged. The following information was provided by the initial reporter: 20ml syringe needle seat is tilted and cannot be used.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301848 and lot number 2105243. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for evaluation by our quality engineer team. Through examination of the retained samples, no issue could be identified and therefore, an exact cause could not be determined for this reported defect.

Event description:
It was reported while using bd plastipak¿ syringes the tip was bent and damaged. The following information was provided by the initial reporter: 20ml syringe needle seat is tilted and cannot be used.